Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the device was not working and they kept increasing the stimulation but it does not help. Patient was redirected to follow up with a health care professional. No further complications were noted or anticipated.